Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the clinical staff has to replace transducer protectors on lines because they introduce air into the system. When they use the old-style transducer protectors, they have no air in line issues. Upon follow up, the bmt reported that transducer protector has been introducing air in the lines at the initiation of treatment constantly since reporting on (B)(6) 2026. The 2008t machines alarm with an unknown alarm when the issue occurs. The facility uses fresenius fx coral dialyzers for treatments. The bmt reported that there have been no external leaks observed and no blood loss experienced by the patients. The transducer protectors are loose at their connection points, but no damage or defects were noted. The bmt confirmed there was no patient injury, adverse event, symptom, and no medical intervention was required as a result of the reported events. The patients completed treatments after being re-setup with old-style transducer protectors on the same machine. Nothing was noted during priming and there have been no changes or disruptions in pressure that would have caused the issues. The bmt reported that the actual samples have been discarded but a companion sample is available to be returned for physical analysis.